Event description:
(B)(4) clinical trial. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The index procedure treated two lesions. Lesion one was located in the 70% stenosed proximal lad (left anterior descending) and measured 3.5x14mm. Lesion one was treated with predilation and placement of a 3.5x18/20mm platinum study stent with 0% residual stenosis. Lesion two was located in the 70% stenosed 3rd obtuse marginal and measured 3.0x14mm. Lesion two was treated with predilation using an apex balloon and placement of a 3.0x18/20mm platinum study stent resulting in 0% residual stenosis. The core lab report indicated that a type c dissection was noted after predilation and was treated with the study stent. The patient was discharged one day post procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).